Manufacturer narrative:
Investigation summary: the cause of the high purge pressure could not be determined as insufficient data logs were returned and no product was returned for analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported 75 yar old male on an impella cp due to acute myocardial infarction. It was reported that while the patient was being weaned for explant but had acute purge system blocked high pressure alarms. However, the pump was explanted as scheduled without issue. There was no patient harm reported.